Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump rejected batteries, cracks near the top of the screen another by the back button, down arrow gets stuck, insulin flow blocked. The customer reported no adverse event. The event involved product(s) mmt-398a, mmt-332a, mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-398a, mmt-332a, mmt-1884.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self-test. No failed battery test alert during testing. No unexpected insulin flow blocked alarms noted during testing. All buttons function properly. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Confirmed pump alarmed insulin flow blocked alarm on 07/06/2025 08:25:29.000 during bolus, 07/06/2025 10:03:33.000 during bolus, 07/06/2025 11:01:55.000 during bolus, 07/06/2025 11:06:04.000 during bolus, 07/06/2025 12:40:34.000 during bolus, 07/06/2025 12:46:36.000 during bolus and 07/09/2025 10:22:06.000 during bolus in pump downloaded history. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, broken belt clip rails, cracked case-corner of belt clip rails, scratched case and cracked keypad overlay. Unexpected insulin flow blocked/no delivery alarm, unresponsive keypad and failed battery test were not confirmed during testing. Cosmetic damage confirmed at the keypad overlay, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.